Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The patient reported that the infusion device shuts down. He has changed the battery several times and is unable to resolve the issue. No alerts/error messages are displayed. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.